Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspected the pump and performed functional test and it failed the air detector test. The reported issue was duplicated. The root cause was determined to be a faulty air detector. The air detector was replaced. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was air in the line. No patient injury was reported.